Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with high ketone levels of 30-31 mg/dl resulting in diabetic ketoacidosis; cause was due to temperature alarms. It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported insulin drips were not observed to be exiting the tubing during the load fill process and multiple occlusion alarms occurred. Healthcare provider identified the ketone level as dangerous. Customer delivered multiple correction boluses via pump as an attempt to address bg level; however, customer's bg level remained elevated. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.